Event description:
Pt was walking in the hallway when PICC line started beeping occlusion. Checked by rn and tpn restarted. Pt walked to the bathroom and pump started beeping occlusion again. Went to check in and found tpn leaking from under the pump. Tpn & il stopped and heplocked the port. Notified charge nurse.